Manufacturer narrative:
Manufacturer's report date: june 25, 2014. (B)(4). The customer's report of a channel disconnect event could not be confirmed due to the product not being returned for failure investigation. Because the customer did not record the device serial number, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer reported receiving several anecdotal reports that devices display channel disconnect messages and shut down if they're accidently knocked. During site visit devices were noted to be inadequately cleaned and iui examination noted iui's to be dirty and corroded. No patient harm or medical intervention required. Although requested, no additional patient or event information provided. Manufacturer report number: 2016493-2014-00321. Manufacturer's report date: june 25, 2014. (B)(4).